Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he was experiencing shocking down to his feet. The patient reported that it hadn¿t happened before and started when he went back to work. No further complications were reported.